Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change color during retraction. After connecting the sheath and retracting it together the window did not change. The plug deployment button could not be released. The device was used in a carotid stenting procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of damage to the device or packaging prior to use. The device was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, with the insertion angle within 30-45 degrees and a vessel diameter of at least 5 mm. The puncture site exhibited no visible calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not display any red color. When the device was removed from the patient, the indicator wire loop was deployed and visible with no anomalies noted. The device can be returned for evaluation.

Manufacturer narrative:
As reported, the indicator window of a 7f exoseal vascular closure device (vcd) does not change color during retraction. After connecting the sheath and retracting it together the window did not change. The plug deployment button could not be released. The device was used in a carotid stenting procedure. The exoseal vcd was used in an interventional procedure with a retrograde approach. The device was stored and prepped according to the IFU, and the physician was certified in its use. There were no visible signs of damage to the device or packaging prior to use. The device was used with a 7f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, with the insertion angle within 30-45 degrees and a vessel diameter of at least 5 mm. The puncture site exhibited no visible calcium or plaque, no vessel tortuosity, no stent, and no stenosis greater than 50%. Additionally, the target femoral site had not been closed with any closure device or manual compression within 30 days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped. However, the physician did not place their thumb on the plug deployment button during retraction, and the indicator window did not display any red color. When the device was removed from the patient, the indicator wire loop was deployed and visible with no anomalies noted. One non-sterile vascular closure device 7f - us was received for analysis inside a plastic bag. The device was unpacked to proceed with the analysis. Per visual analysis, the unit was already inserted into a non-cordis catheter sheath introducer (csi), the button/deployment lever on the device was not pressed, and the plug was present on the delivery shaft, which was found with dried blood residues, with the indicator wire deployed and the loop in good conditions. The indicator window was received on white/black position and the cowling guard was found locked. A kinked/bent condition was noted on the delivery shaft located approximately at 14.5 cm from the distal tip. No other anomalies were observed during the analysis. Dimensional analysis was performed on the delivery shaft of the unit. The inner and outer diameter were measured and compared. The measurements were taken near the damage found. The results were within specification. It was confirmed that the plug was not deployed, and the guard was locked with the indicator wire (iw) deployed. The functional could not be performed since the unit was clogged with dried bold residues. Attempts to clean the device using hydrogen peroxide and an ultrasonic bath were made, however, they were unsuccessful. The pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. No need for the microscopical analysis since the internal mechanism was reviewed in section 3. The reported event by the customer as ¿indicator window ¿ no change to indicator¿ was not confirmed since the pinion gear-iw rack timing was reviewed, the iw end interaction with the iw rack pillars was examined for potential interference, and the iw was inspected for buckling. No anomalies were found on the internal mechanism of the unit. The indicator window was manually moved and successfully transitioned the three stages. A kinked/bent condition was found on the delivery shaft. Dimensional analysis was performed to verify the correct inner and outer diameter of the component, and results were found within specification. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. It is possible that the kinked condition of the delivery shaft led to the event reported. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. The device did not present any obvious indication of manufacturing defect or anomaly that could contribute to the event as reported. The product analysis does not suggest that the reported failure could be related to the manufacturing process of the unit. No corrective or preventive actions will be taken.